Event description:
It was reported that at a previous device check, the patient was told that the device battery was low and needed to be changed out; however, according to the patient¿s chart, the patient was not seen again until the patient became symptomatic with bradycardia and dizziness. The device battery was dead. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002. (B)(4).